Event description:
(B)(6) study (bicuspid nested registry cohort). It was reported that complete heart block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300mg clopidogrel and 325mg aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav) and then a 25mm lotus edge valve (lot#24713634) was inserted however not implanted. The 25mm lotus edge valve was exchanged for a 27mm lotus edge valve (lot#24667644) which was deployed successfully. There was a difficulty in deploying the valve due to severe aortic angulation of greater than 90 degrees. Successful repositioning of the second lotus edge valve involved partial re-sheathing in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use. The valve was deployed at a depth of approximately 6-7mm below the aortic annulus. During the index procedure electrocardiogram (ECG) revealed complete heart block along with sinus rhythm. Of note, no conduction disturbances was noted post bav. Electrophysiology consultation recommended a new pacemaker implantation placement for complete heart block. On the same day, post index procedure, a new non-boston scientific permanent dual chambered pacemaker was implanted successfully and the event was considered resolved. Two days later, repeat ECG revealed atrial sensed ventricular paced rhythm and increased ventricular rate. The subject was discharged on aspirin and clopidogrel.

Event description:
Reprise IV study (bicuspid nested registry cohort) it was reported that complete heart block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300mg clopidogrel and 325mg aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav) and then a 25mm lotus edge valve (lot#24713634) was inserted however not implanted. The 25mm lotus edge valve was exchanged for a 27mm lotus edge valve (lot#24667644) which was deployed successfully. There was a difficulty in deploying the valve due to severe aortic angulation of greater than 90 degrees. Successful repositioning of the second lotus edge valve involved partial re-sheathing in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use. The valve was deployed at a depth of approximately 6-7mm below the aortic annulus. During the index procedure electrocardiogram (ECG) revealed complete heart block along with sinus rhythm. Of note, no conduction disturbances was noted post bav. Electrophysiology consultation recommended a new pacemaker implantation placement for complete heart block. On the same day, post index procedure, a new non-boston scientific permanent dual chambered pacemaker was implanted successfully and the event was considered resolved. Two days later, repeat ECG revealed atrial sensed ventricular paced rhythm and increased ventricular rate. The subject was discharged on aspirin and clopidogrel. It was further reported that the complete heart block was not related to the lotus edge valve and the event has been withdrawn.